Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a motor error alarm and a motor position encoder error alarm on the insulin pump today. Customer's blood glucose was 13.0 mmol/l. Customer was advised to stay disconnected from the pump and to do his correction with a back-up plan. Customer stated that the pump was not exposed to any strong magnetic field like a MRI or scan. Customer was sitting down at home when they received the alarm. Customer will be shipped a replacement pump.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose /flush drive support disk. The motor was tested outside of the insulin pump and passed. The insulin pump received with minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.